Event description:
On (B)(6) 2014, a note was received by our affiliate from an eye care professional (ecp) who works for a chain of optical shops. The note from the ecp advised that he/she had a pt who developed a corneal ulcer while wearing an acuvue oasys for astigmatism contact lens (cl). The ecp did not provide his/her contact info. The ecp did not confirm which eye(s) were affected and did not provide any details of the diagnosis or treatment. The ecp did not report the pt's wear schedule or replacement schedule. The note listed 4 lot #'s of acuvue oasys for astigmatism contact lenses with different prescriptions as follows: lot b00gfkj -5.50, -1.25, x 20; lot b00glmm -6.00, -1.25, x 160, lot b00gg59 -1.00, -2.25, x 180; lot b00gghx -2.00, -1.25, x 180. Multiple unsuccessful attempts have been made to collect additional info. It is unk which lot # (s) is associated with the corneal ulcer event. The products have been requested for return for eval, but they have not yet been received.

Manufacturer narrative:
On 09dec2014 five sealed blisters were returned for lot # b00glmm. The parameters of the five lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. On 09dec2014, five sealed blisters were returned for lot # b00gg59. The parameters of the five lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification on 09dec2014, five sealed blisters were returned for lot # b00gfkj. The parameters of the five lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification on 09dec2014, five sealed blisters were returned for lot # b00gghx. The parameters of the five lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Unable to confirm complaint the patient identifier is (B)(6).

Manufacturer narrative:
Device labeling: single use or reuse. A lot history review was performed on lot # b00gfkj and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. A lot history review was performed on lot # b00glmm and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. A lot history review was performed on lot # b00gg59 and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. A lot history review was performed on lot # b00gghx and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in executive mgmt review meetings.